Event description:
Reporter noted phaco burn in middle of case. Sutured wound to close. Did not feel this was an injury.

Manufacturer narrative:
A company service rep checked system and found it to meet performance specifications.